Event description:
It was reported that a lead safety switch (lss) was triggered for this right ventricular (rv) lead due to high out of range pacing impedance. The thresholds could not be measured at the time. The patient reported they felt discomfort since the lss. It was noted when it was unipolar, thresholds were normal, and impedance was within range. However, there was twitching. A lead fracture is suspected, but not confirmed. The physician explained to the patient that if their heart rate feels slow, they should see their doctor. The patient will continue to be monitored. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that a lead safety switch (lss) was triggered for this right ventricular (rv) lead due to high out of range pacing impedance. The thresholds could not be measured at the time. The patient reported they felt discomfort since the lss. It was noted when it was unipolar, thresholds were normal, and impedance was within range. However, there was twitching. A lead fracture is suspected, but not confirmed. The physician explained to the patient that if their heart rate feels slow, they should see their doctor. The patient will continue to be monitored. The lead remains in use. No additional adverse patient effects were reported.